Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched and could be safely read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/31/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 01/19/2016 with the following findings: during testing, the display film was observed to be scratched. The film was removed and no damage was found to the display lens. The pump cover was opened and the display was undamaged. Unrelated to the complaint, the battery compartment was cracked.